Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap auto unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer received information alleging issues with a dream station bipap auto device that was returned to a third-party service center. There was no report of patient harm or injury. During the evaluation, the device was visually inspected, and the power connector of the unit and metallic surfaces were corroded. In addition, contamination of dust/dirt was found on the inside of the device. The device was scrapped. The service center concludes that the complaint was not confirmed and there was no evidence of sound abatement foam degradation.